Manufacturer narrative:
(B)(4).

Event description:
Per the patient's audiologist, the patient experienced blood, inflammation, infection and pus at the implant site. Subsequently, the patient underwent revision surgery on (B)(6) 2017, in order to debride the wound. Following the procedure, the patient was placed on oral antibiotics for a duration of 6 weeks.